Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the outer packaging of a locking titanium adapter for peritoneal dialysis catheter was not sealed. This was identified in the hospital operating room prior to use on a patient. There was no patient involvement. No additional information is available.